Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff. The pt experienced an exacerbation of pain following implant that resulted in prolonged hospitalization; it was treated with IV dilaudid. The pt also developed a hematoma at the incision/pump site. Two days later, the pt had incision site pain that was treated with oral dilaudid and actiq. Six days after implant, the pt experienced itching; no action was taken regarding the event. In 2007. The hematoma was surgically removed. The same day, the pt developed a total body rash that was treated with IV decadron and benadryl and oral pepcid. The pt recovered without sequela from all events.